Event description:
It was reported that the ilet user experienced difficulty deploying an inset infusion set when pinching the smooth ridges on the inserter cup, resulting in the infusion set not inserting as intended. The user noted hand dexterity limitations and typically relies on assistance, and successful insertion was ultimately achieved after guided education on proper technique. No reported symptoms or adverse clinical effects. Outcomes included completion of the supply change without escalation, alarms, or hospitalization. Investigation included troubleshooting and user education focused on correct infusion set deployment and connection technique. Investigation of this case revealed user difficulty operating the infusion set inserter, with no device malfunction identified, and resolution through coaching on proper handling and insertion. It was concluded, based on previously established findings for similar reports, that the cause was user technique.